Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned instrument was assessed by depuy australia and the complainants findings confirmed. The assessment was that the complaint was due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: e1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dragon tooth tibia. Slot where slap hammer attaches must have a burr as it doesn't release easily. Released when tapped with mallet. 7 degree cutting block. One of the holes doesn't accept pin. Must be burred. Picked a different hole which accepted the pin. No adverse events to report. Occurred during surgery. Rep present.